Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.section d-4 (serial number) has been updated based on the no product investigation. The originally reported serial number (B)(4) was deemed invalid.

Event description:
Customer reported that on (B)(6) 2019 she noticed a low battery icon displayed on her adc blood glucose meter, but did not change the battery because she did not know how to. She further reported that on (B)(6) 2019 she ate her breakfast (toast/coffee with a little sugar) and then self-administered an unspecified amount of her ¿regular insulin; humalog¿. Approximately an hour later she began to experience symptoms of hypoglycemia, including being ¿sweaty and shaky¿, feeling ¿a lot of heat¿ and her ¿hair was soaking wet¿. Customer believed she had taken too much insulin so she attempted to self-treat with candies. At the time of the medical event her neighbor passed by and provided assistance to her by giving her a soda to drink and additional candy to eat. No additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. It should be noted: during troubleshooting, it was revealed the customer was attempting to test using test strips that expired on october 31, 2013. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 she noticed a low battery icon displayed on her adc blood glucose meter, but did not change the battery because she did not know how to. She further reported that on (B)(6) 2019 she ate her breakfast (toast/coffee with a little sugar) and then self-administered an unspecified amount of her ¿regular insulin; humalog¿. Approximately an hour later she began to experience symptoms of hypoglycemia, including being ¿sweaty and shaky¿, feeling ¿a lot of heat¿ and her ¿hair was soaking wet¿. Customer believed she had taken too much insulin so she attempted to self-treat with candies. At the time of the medical event her neighbor passed by and provided assistance to her by giving her a soda to drink and additional candy to eat. No additional treatment was provided. There was no report of death or permanent injury associated with this event.